Event description:
It was reported by a veterinarian that the needle has pulled off the suture.

Manufacturer narrative:
(B)(4). Conclusion : representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.